Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. This code is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that the date of event will be used as (B)(6) 2017 - the date when the aneurysm increased in size.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 86mm in diameter and was implanted with gore® excluder® aaa endoprostheses. Also, the aortic branch vessel procedure was done, and the right internal iliac artery was embolized. Reportedly, the amplatzer plug placed within the right internal iliac artery. The patient is enrolled in the grt 10-11 study. The patient tolerated the initial procedure. The follow-up on (B)(6) 2016, showed that the maximum diameter of the aortic aneurysm/lesion was 82mm. The follow-up on (B)(6) 2016, showed that the maximum diameter of the aortic aneurysm/lesion was 65.7mm. Reportedly, from june 5, 2017 to january 17, 2020, the maximum diameter of the aortic aneurysm/lesion increased in size from 70mm to 97mm. It was reported that on (B)(6) 2020, a type ii endoleak was determined. Reportedly, the CT did not identify a specific endoleak, however, concerns arose regarding lumbar arteries extending back towards the sac that could be contributing. On (B)(6) 2020, the angiogram was performed and the presence of the lumbar artery extending back towards the aortic sac was identified. The same day, on (B)(6) 2020, the patient underwent the coil embolization procedure of the left lumbar artery. Reportedly, using a microcatheter and angled guidewire, the branch arising off the internal iliac contributions to lumbar arteries was cannulated. Three branches were selected to be cannulated and each was embolized with coils. Final imaging showed the filling of internal iliac artery but no further contribution or filling through the lumbar arteries back towards the aortic sac. The procedure was completed successfully. No type I or type iii endoleaks were identified. The patient tolerated the procedure. It was reported that the follow-up on (B)(6) 2020, showed that the maximum diameter of the aortic aneurysm/lesion was 99mm. Also, a possible ongoing type ii endoleak was suspected. It was reported that the imaging was reviewed with a physician and he did not believe the need for reintervention. The physician decided to monitor the patient. The follow-up on (B)(6) 2020, showed that the maximum diameter of the aortic aneurysm/lesion was 99mm. No further adverse events have been reported. Reportedly, the aneurysm size did not change from the follow-up on (B)(6) 2020. The patient is doing well, and the next appointment was scheduled for (B)(6) 2021.